Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, paramedics were called due to hypoglycemic event. Customer believes low was due to her not having the meter test strips. Customer's blood glucose was 22 or 28 mg/dl. Customer was treated at home with glucagon by the paramedics. She was unable to test her blood glucose so she was unaware of the episode until her partner noticed she was going low and she did not attend it because she didn't agree she was. Perceived cause of the low was exercising. Customer was advised to monitor the device and call back if issues persisted. Customer is not returning the device.